Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. During procedure, patient rhythm was sinus, left atrial pressure was 7mmhg, the activated clotting levels were 258s-291s and 6000 ui heparin was administered. When the device was placed but not yet released, the physician reported the patient had a drop in blood pressure and medication was administered. The patient had a cardiac tamponade with 20mm circumferential effusion in the right chambers. The physician mentioned the cause of effusion was amulet device. A pericardiocentesis was performed. After that the effusion was stopped, the device was released successfully after one full recapture. The patient was reported stable. Twenty-four hours after the procedure, the patient had a spinal cord shock after the procedure.

Manufacturer narrative:
An event of patient-device incompatibility, pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, patient anatomy, multiple recapture of devices, and the trans-septal puncture. It was indicated that the amulet was full recaptured before implant. Provided images appeared to show, 2 of the initial laa angiogram and 1 of post device implant angiogram. None of these images showed the effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incidents could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.